Event description:
The patient has an interstim device system implanted in 2004 for urinary dysfunction. In 2005, the patient developed pain at the implantable neurostimulator site and the device was moved to the other side of the patient's body. Subsequently, the patient developed redness and swelling of the device pocket. The patient did not have meningitis. No cultures were obtained. The patient was treated with oral antibiotics and the infection reported as resolved. The device remains implanted.

Manufacturer narrative:
The device remains implanted.